Manufacturer narrative:
The sonicare brush head is an accessory to the easyclean power toothbrush.

Event description:
Consumer complained about bristles falling out in their mouth. No injury reported. No medical attention sought.